Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the lens was initially delivered upside down. It was subsequently flipped into position and remains in situ. Additional information was received indicating that the intraocular lens (iol), which was initially implanted upside down, was repositioned by flipping it in situ and rotating it into the correct position.